Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment. This occurred on reuse number 7. This pt's pre-treatment weight was 62.4 kilograms (kg) and the target weight was 3.9 kg plus rinse-back. Two and one-half hours into the treatment the pt complained of nausea, dizziness and cramps. The ultrafiltrate indicated 1.9kg was removed but after the treatment the hcp reports that 4.8kg was removed. A 'dialysate pressure high' alarm was received but no other alarms were received during treatment. The treatment was discontinued and normal saline was administered as fluid replacement. At this time the pt has fully recovered.